Event description:
Catheter inserted 2006. Two weeks later, catheter review showed fluid was not flowind during infusion. Upon removal of the catheter only a short segment was removed.

Manufacturer narrative:
The product has been received by the manufacturer and is currently being evaluated. The results are expected soon.